Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
It was reported that the patient had a loss of stimulation and therapeutic effect. It was also noted that the patient never had therapeutic effect so it was unclear if the patient had therapy at any time. The patient was noted to be neurologically intact. The patient checked themselves into the emergency department at the hospital for sciatic pain. The patient had pain on the right side of their hip and waist. The patient thought it was possible that the location of the implantable neurostimulator (ins) had contributed to their pain. Impedance testing was done and a reprogramming was performed. Electronic analysis showed 3 contacts with high impedances. Reprogramming at the time of the report did not improve the patient's pain coverage. Reprogramming had been performed in the past but it had been unsuccessful in getting the patient any pain relief. A CT scan was performed which showed an acceptable paddle lead position. Follow-up with the doctor indicated that the ins site was in a standard subcutaneous location with no contribution to the patient's neuropathic pain syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.